Event description:
Initial result for a patient magnesium was 5.6 and when repeated, the result was 1.9. The incorrect result was not used to determine therapy. The field service rep found a broken fitting on the cleaner solution bottle and repaired the instrument by replacing the fitting.